Manufacturer narrative:
(B)(4).

Event description:
It was reported that the electrocardiograms revealed multiple recorded episodes of noise on the right atrial lead. The patient's condition was stable. No intervention was performed. The physician elected to monitor the patient remotely via merlin.net.